Event description:
It was reported that during a laparoscopic low anterior resection procedure, the laparoscopic endocutter was fired one time with a tr45w and three times with green cartridges. The last cartridge did not close the wound properly. The main problem was that the endocutter articulation lever was turning inadequately to work the jaws. When turning left, the jaws had turned more than ever, even though an audible signal was heard that it had been two positions to the left and not more. Because of wound separation after the work with the endocutter, the surgeon completed anastomosis with circular staplers and performed a preventative ileostomy. The surgery was prolonged 45 minutes. Additional information being requested.

Manufacturer narrative:
Date sent: 09/02/2009. Information anticipated, but unavailable at this time.